Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis as it was implanted. Based on the information provided, the stent delivery wire was moved in an attempt to deploy the stent rather than the microcatheter. This may have interfered with the correct positioning of the stent. A probable root cause of operational context will be assigned.

Event description:
It was reported that the stent did not fully cover the lesion on the proximal end and required a second stent for complete coverage. The physician was aware that the stent may not cover the aneurysm neck due to the "spindle-shaped aneurysm neck length". The procedure was successfully completed. There were no consequences or impact to the patient. No other information was reported.